Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of a catheter leak was confirmed. The customer returned one double lumen cvc catheter for investigation. Visual examination of the returned catheter revealed that the box clamp was received connected to the catheter from approximately 11.5-13.5 cm from the distal tip. The catheter appears used. Biological material is visible in the catheter body. Functional testing was performed by connecting each of the catheter extension lines to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the cvc catheter in the form of a falling drop when tested at 45 psi for 30 sec. No leaks were detected from the distal lumen. However, the catheter was confirmed to leak when the proximal extension line was connected. Microscopic examination of the catheter at the location where the leak was detected revealed that a small puncture is visible in the catheter material approximately 2.6 cm from the juncture hub. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU cautions the user to avoid cutting the catheter d o not use scissors to remove dressing. A device history record review was performed with no evidence to suggest a manufacturing. Other remarks: related cause. Therefore, based upon the condition of the returned sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the day after the catheter was placed, the clinician confirmed solution leakage at approximately 13cm from the catheter tip. As a result, the catheter was exchanged for a new one. There was no delay in treatment and no patient death or complications reported.